Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient had presented to the local hospital due to an infection at the chest vns incision site. It was stated that the last time the patient was seen, the incision had been fully healed. The patient stated that one end of the incision had started to breakdown and was infected. The patient was given antibiotics, but a physician advised that he did not believe that antibiotics would work and the wound would need draining. The patient was concerned that the other end of the incision was opening and that she could feel a pocket of fluid. The patient underwent vns explantation surgery due to the infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
Follow up revealed that the patient first presented with an open neck wound and went to the theatre for washout of the wound. The patient was discharged on antibiotics. The patient presented two days later with sepsis and was taken back to theatre the next day. The cultures taken from the wound grew staph aureus. The patient underwent a full vns explantation surgery. It was stated that the patient was unkempt and not the best at hygiene.

Event description:
Follow up revealed that the medical professionals did not believe that the infection was directly related to vns.

Manufacturer narrative:
Unique identifier #, corrected data: initial report inadvertently input "na" instead of "(B)(4)".